Event description:
On (B)(6) 2013, this patient underwent surgery. Upon interrogation, the device was at ifi=no with an impedance value of 6358 ohms prior to surgery. In the operating room, the impedance was 6000 ohms. It was decided at that time change the generator without adjustments in the pin insertion or setscrew. The new device was placed on the lead and the two tests performed showed impedances of 3280 and 3119 ohms. The surgeon moved the patient's neck around, and impedance stayed down for all diagnostics on the new generator. The device is not expected for return per hospital policy.

Event description:
A vns surgeon reported that the patient was seen on (B)(6) 2013 by his neurologist to have his device checked for an MRI. At that time, high impedance was identified and as a result, the MRI was not completed. The surgeon reported that the device was disabled at that time, and the patient was scheduled. Follow-up with the treating neurologist revealed that the last diagnostic check was on (B)(6) 2012. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. X-rays were performed and were ¿read as normal,¿ per the neurologist. Release of a copy of the x-rays to be sent to the manufacturer for review will require patient permission for which the neurologist reported he will request at the patient¿s next appointment. The patient¿s surgery did not occur as scheduled. Although surgery may occur in the future, it has not occurred to date.

Manufacturer narrative:
Previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Previously submitted MDR indicated that the patient was the user; however, this should be the medical professional.

Manufacturer narrative:
Review of device history records. Review of the lead device history records confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.